Event description:
Procedure: carotid endarterectomy. According to the reporter: the suture broke after the patient left the or and he was brought back in to resuture. The incident did result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery was delayed more than 30 min (1 hour and 24 min). No device fragment left in patient.

Manufacturer narrative:
(B)(4)